Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please inform if 1 or 4 samples will be returned for evaluation. What is the lot number of the samples to be returned?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and suture was used. It was reported that the suture broke during the procedure. The doctor reported that the suture is very brittle and of very poor quality. No adverse patient outcome was reported. Additional information has been requested.

Manufacturer narrative:
Product complaint # pc-(B)(4). The actual sample was returned for evaluation. During the visual inspection of the opened , the swage and attachment area were as expected and marks were observed on the body needle. The end of the suture was observed cut appears to be by use of a surgical instrument. The other section of the suture was not returned. Per condition of the sample, no additional test could be performed. In handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders. According to the sample condition suggests an improper handling of the sample. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.